Event description:
Walkmed 350 infuser pump applied to pt to infuse for 4 days. Pt returned to clinic and pump didn't administer medication. Infu systems notified and pump returned. Pt reapplied to new pump and medication infused without difficulty.